Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the pump's black box showed the pump was manually suspended on (B)(6) 2016 at 08:04. A manual time change was then made to 21:03, then on (B)(6) 2016 at 23:05. A manual time/date change was made to (B)(6) 2016 at 11:19. A pump reboot event was recorded on (B)(6) 2016 at 10:04; deliveries never resumed. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours. The bench testing confirmed that when the battery was reinserted after 6 hours without power the time and date reset to default setting. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Inspection confirmed that the bt1 internal battery was leaking. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized on (B)(6) 2016 with hyperglycemia. The reporter alleged that the patient had a blood glucose of 686 mg/dl with symptoms of extreme drowsiness, vomiting and large ketones. The reporter stated that the patient was treated with insulin via injection and intravenous fluids while at the hospital. The patient had discontinued pump therapy at the time of the call. The reporter stated that the patient had hypo/thyroid condition that was a contributing factor to the blood glucose excursion. The reporter stated that the pump's time and date were resetting to default every time the pump rebooted. The pump prompts the user to input the time and date in the case of a reset, inputting the incorrect time and date is considered to be use error of the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue, with an unrelated health condition as a contributing factor.